Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor after one day of wear. On (B)(6) 2022, the customer experienced symptoms of vertigo and loss of consciousness, and an emergency doctor was called to her home. The doctor measured the customer's blood glucose and diagnosed her with hypoglycemia, however, no treatment was reported. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor after one day of wear. On (B)(6)2022, the customer experienced symptoms of vertigo and loss of consciousness, and an emergency doctor was called to her home. The doctor measured the customer's blood glucose and diagnosed her with hypoglycemia, however, no treatment was reported. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.